Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and local reaction. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant and experienced bilateral capsular contracture (baker grade 3 on the left and unknown on the right) and local reaction post-operatively; the customer mentioned that her breasts were inflamed and encapsuled. The patient also reported a rupture on her left breast. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant and experienced bilateral capsular contracture (baker grade 3 on the left and unknown on the right) and local reaction post-operatively; the customer mentioned that her breasts were inflamed and encapsuled. The patient also reported a rupture on her left breast. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and local reaction. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).